Event description:
It was reported that a recently installed clinical info center (cic) was not producing audible alarms. There was no delay in treatment as full time monitoring technicians were observing pt data and waveforms at all times. Pts were moved to alternative cics in the unit. There was no serious injury or death associated with this event, nor was medical intervention required. Ge healthcare¿s investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The occupation of the initial reporter is unk.